Event description:
It was reported the ECG (electrocardiogram) signal is noisy. Cables were changed, but this did not resolve the issue. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the ECG connector signal was noisy, as a result the ECG cable and leads were replaced, and the link electronic module (lem) circuit board was replaced and calibrated.